Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data was received and analyzed. Analysis of the data indicated a software error. Analysis of the data indicated that the atrial and ventricular rate histogram data were missing/invalid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three electrical resets occurred on the cardiac resynchronization therapy pacemaker (crt-p) that cleared the rate and percentage pacing data. A device interrogation was performed and the device remains in use. No patient complications have been reported as a result of this event.